Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into hospital after receiving a patient notifier. Upon device interrogation non-sustained rv oversensing due to post paced t wave oversensing was observed. The device was reprogrammed. Patient monitoring will continue.